Event description:
The customer reported having issues during prime/rewind. The blood glucose reading was 119mg/dl. The caller stated that the insulin squirted out during manual prime, and the insulin pump alarmed. The customer also mentioned that the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with alarms during prime test due to protruded/loose drive support disk. Missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.